Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and headache ("daily headaches"). The patient was treated with surgery (underwent a hysterosalpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and headache outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B69456) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (live births: (B)(6) 2007)((B)(6) 2010)((B)(6) 2013)) and c-section (reason: infection). Concomitant products included oral contraceptive nos for headache as well as clonidine, hydrocodone w/ibuprofen, ibuprofen, propranolol (propanolol), propranolol (propanolol), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headache") and migraine ("migraines"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a hysterosalpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test . Most recent follow-up information incorporated above includes: on 23-may-2018: reporter information was added. This case concerns 33 year old patient. Her demographic was added. Her historical conditions were added. Lab was added. Essure indication was amended. Assure lot number was added. Her concomitant medication was added. Following events: irregular menses, migraines and dyspareunia were added. She had recovered form headache. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 33-year-old female patient who had essure (batch no. B69456-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (live births: (B)(6) 2007)((B)(6) 2010)((B)(6) 2013)) and c-section (reason: infection). Concurrent conditions included dysplasia. Concomitant products included oral contraceptive nos for headache as well as clonidine, hydrocodone w/ibuprofen, ibuprofen, propranolol (propanolol), propranolol (propanolol), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced headache ("headache") and migraine ("migraines"). On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea") and menstruation irregular ("irregular menses"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a hysterosalpingectomy to remove the essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the headache had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure confirmation test. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.